Event description:
Unomedical reference number (B)(4). Event occurred in canada. On 12-jun-2024, it was reported that patient faced infusion set box damage event. Patient reported that she opened an infusion set right out of the box but the entire tape and the liners were bent against the infusion set packaging making it impossible to use. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada.